Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt stated that his endocrinologist does not believe there is a pump malfunction and has changed the type of insulin being administered. The pt has continued to use the pump with no reported subsequent events.

Event description:
The pt was hospitalized for elevated blood glucose levels.